Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 6/16/2022, it was reported by a sales representative via email that (3) ar-3636 1.8 knotless fibertak sutures broke. The first and second fibertak broke before surgeon could cinch them down, it seemed like it seized up prematurely and then broke once surgeon continued tensioning. The third fibertak, the repair stich broke through the loop of the shuttle stitch, so the knotless mechanism could not be passed. Surgeon ended up using the repair stich with a 2.9 pushlcok to complete the repair. In total, surgeon used ten anchors for the procedure and three failed. However, all ten anchors, including the failed ones, remain in the patient. This was discovered during a labral repair on (B)(6) 2022.